Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative requested reprogramming recommendations for this left ventricular (lv) lead. After reprogramming the morphology appeared different. The field representative later reported the patient with this lv lead experienced electrical stimulation on all vectors. The physician considered replacing this lv lead. Subsequently, this lv lead was explanted. A lead was placed in the left bundle branch to complete this procedure. This lv lead has not been returned at this time. No additional adverse patient effects were reported.